Event description:
It was reported to philips that the measured co2 flow rate for the device was inaccurate. There was no reported patient involvement or adverse patient / user impact as a result of the alleged failure.